Event description:
A facility reported a certas valve was implanted with setting 5 on (B)(6) 2020 to treat hydrocephalus. Due to some blood in the ventricles, the setting was changed to 7 on the same day. On (B)(6) 2020, the setting was changed to 5 with digital and magnetic confirmation. In (B)(6) 2022, the patient's parents called informing the patient had irritability which progressed into vomiting and it was found the valve was set at setting 8 (supposed to be in 5). It is unknown if the patient had magnetic exposure, mris, etc. The valve was adjusted to setting 5, confirmed on the machine and x-ray. Patient improved.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A certas valve (ID 828810pl) was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.